Event description:
Reporter stated that pt has been experiencing high blood glucose (290 mg/dl) since they began using this brand of infusion set (pt started using this type of infusion set two weeks ago). Reporter also stated that pt has had to change their infusion set once or twice per day. Pt self-treated high blood glucose by changing infusion set and bolusing (sometimes they would deliver insulin via injection).